Manufacturer narrative:
Performance testing of the returned external motor drive in the medtronic service depot by the medtronic depot service technician, found that the instrument operated as intended with no evidence of a malfunction. (B)(4).

Event description:
Medtronic received information that during use in a case a new external motor drive ran on the bioconsole instrument for fifteen minutes then the revolutions per minute (rpm) dropped to zero rpm. The hand crank was used to maintain flow while the external drive motor was reset and powered back on. The motor was re-installed to the bioconsole and ran for thirty minutes then the rpm's again dropped to zero. The hand crank was used again until the non-medtronic instrument was setup. The perfusionist reported that the patients' blood pressure dropped then recovered when the hand crank was used. The case was completed using the non-medtronic instrument. The mdt sales representative noted that this new external drive motor had not been used on a bioconsole before and the prime was ran quickly due to the emergency situation. The mdt field service technician (fst) performed analysis at the facility site and observed noise from the motor and will return the external motor drive to mdt service for detailed analysis.

Manufacturer narrative:
The adverse event type of product problem was changed to adverse event and problem product. The information that the patient was placed on non-medtronic support device was added. No subsequent adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use in a case a new external motor drive ran on the bioconsole instrument for fifteen minutes then the revolutions per minute (rpm) dropped to zero rpm. The hand crank was used to maintain flow while the external drive motor was reset and powered back on. The motor was re-installed to the bioconsole and ran for thirty minutes then the rpm¿s again dropped to zero. The hand crank was used again until the non-medtronic instrument was setup. The perfusionist reported that the patients¿ blood pressure dropped then recovered when the hand crank was used. The case was completed using the non-medtronic instrument. The mdt sales representative noted that this new external drive motor had not been used on a bioconsole before and the prime was ran quickly due to the emergency situation. The mdt field service technician (fst) performed analysis at the facility site and observed noise from the motor and will return the external motor drive to mdt service for detailed analysis.

Manufacturer narrative:
The product has not been received in medtronic's u.s. Service depot for analysis. Upon completion of the analysis and investigation, a supplemental report will be filed. (B)(4).